Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was a defective processor board, likely due to a defective component as the processor board was replaced on december 2018. Upon visual inspection, cracked top cover, front and bottom enclosures, and bent battery lock were observed likely due to user mishandling such as a drop. The observed physical damages are not related to the reported complaint. The damaged top cover, front and bottom enclosures, and battery lock were replaced to address this issue. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) was replaced to remedy the fault. Following service, the autopulse platform passed the load cell characterization test and the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4), reported on 28 november 2018. Processor board was replaced to remedy the issue.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message upon power-up. The user was unable to clear the error message. No patient involvement.